Event description:
It was reported that a pairing failure occurred. Product was returned for evaluation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and passed. A pairing with (B)(4) bluetooth device/download was performed and failed. A review of the share logs revealed that a pairing failure was found in the log within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be a defective transmitter. The reported event of a pairing failure is reportable based on the finding of the signal loss for over an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).